Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: the patient with deep vein thrombosis and pulmonary embolism (pe) had a vena cava filter deployed in an infrarenal location at the l2-3 level. Approximately three months post filter deployment, a CT scan demonstrated no evidence of pe. The filter was noted. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for tilted filter as no objective evidence has been provided to confirm any alleged deficiency with the filter. The investigation is also inconclusive for pe post filter deployment. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Movement, migration or tilt of the filter are known complications of vena cava filters. Filter tilt. Filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc. The patient reportedly experienced pulmonary embolism post filter implant; however the status of the patient is unknown.